Event description:
Our distributor reported to baxter a complaint reported by their local customer capd on our set with lot# h07k14044. Actual complaint reported: "blue and white tap brittle." The defect was noticed during use. No pt injury reported. Once defective sample is available for eval.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of the blue and white tap brittle, due to broken occluder feet on the transfer set. The likely root cause is the use of environmental stress cracking agents (i.e. Chemical solutions in contact with the part under an applied stress). Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.